Event description:
During priming the set was leaking at the center of the t port. During review of the returned product it ws found that the tubing had split. The set was not used on a patient. There was no patient injury or treatment.